Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt all gels were deployed and the electrode belt failed the pulse test. The cause for the test failure was a defective esd700 (6 line esd protection diode array) component in the electrode belt distribution node. Esd700 was internally shorted. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The last patient to use this electrode belt did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this electrode belt did not report any problems.